Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error alarm and buttons hard to push. The customer¿s blood glucose was unknown. Customer stated that insulin pump had cracked and scratched on the screen. The customer stated that the insulin pump received unexpected no delivery alarm. The device will not be returned for analysis.